Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a gore excluder iliac branch endoprosthesis (ceb) to treat an aneurysm of the left external iliac artery. On (B)(6) 2016, follow-up imaging reportedly showed the ipsilateral leg of the implanted ceb iliac branch component experiencing a flow restriction of at least 50% of its flow lumen. It is believed that the proximal part of the internal iliac component opened above the flow divider, narrowing the proximal lumen of the iliac branch component and leading to a decreased blood flow through its ipsilateral leg. No anatomical issues were reported. A re-intervention is not planned as distal to iliac branch component, blood supply to the patient's left leg is well maintained by branch vessels. The patient is currently being monitored.

Manufacturer narrative:
.